Manufacturer narrative:
Philips service performed a reboot, which temporarily resolved the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there were errors in movement angulation, and a system restart was required during clinical use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.